Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) and a patient via a distributer (dist) regarding a patient receiving gabalon (96 mcg/day, concentration unknown) via implanted infusion pump indicated for solitary spastic paraplegia. It was reported that the patient was concerned about discoloration of the pump implantation site. The patient was hospitalized for examination. It was not believed to have been caused by the surgery since more than half a year had passed since the pump replacement in (B)(6) 2023. However, the pump implantation site was red and discolored, so it was decided to have the patient hospitalized for examination and follow-up observation. There were no problems with the general condition at all, so if the general condition did not rapidly worsen, the hcp did not think they would do anything right now. It was not believed that the event was caused by a surgery or surgical procedure, such as a postoperative infection. The causal relationship to drug was noted as unrelated. The causal relationship to pump, catheter, programmer, or procedure was reported as no. The patient had no related past medical history. No further information was reported.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The serial number of the pump was (B)(6). Further diagnostic tests/troubleshooting performed related to the redness/discoloration at the pump implant site was unknown. The cause of the redness/discoloration at the pump implant site was unknown. There were no known external/environmental/patient factors that may have caused or contributed to the redness/discoloration at the pump implant site. Actions or interventions taken to resolve the issue were unknown. It was unknown if the redness/discoloration at the pump implant site was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.